Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative the following sequence of events: a covid-19 patient had been intubated and ventilated on the hamilton c3 ventilator. Following extubation, the patient was placed on oxygen via a mask. Approximately one hour later, the patient was transferred to nasal high flow (nhf) therapy which was provided using the hamilton c3 ventilator in high flow mode connected to an opt942 optiflow+ adult nasal cannula via the hamilton bc8022 adult dual limb breathing set. While on nhf therapy, the patient desaturated to 80% spo2. Alternative therapy with an oxygen mask was provided and the patient was re-intubated. Once the patient was re-intubated, staff noticed the tubing of the opt942 optiflow + adult nasal cannula was damaged. No further patient consequences were reported. It is unknown if there is any causal relationship between the subject device and the patient's condition. Further information has been requested regarding the sequence of events and a request has been made for the subject device to be returned for evaluation.

Manufacturer narrative:
(B)(4). The opt942 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Nhf therapy is intended for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Fisher & paykel healthcare (f&p) are currently in the process of retrieving further information regarding the reported event including the device setup and the sequence of events. In addition, f&p has requested the complaint opt942 optiflow + adult nasal cannula to be returned for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The opt942 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt942 was received at our fisher & paykel healthcare (f&p) regional office in germany where it was inspected by a trained f&p service technician. Our investigation is based on the information provided by the f&p service technician, information and photographs provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported the following sequence of events. A covid-19 patient had been intubated and ventilated on the hamilton c3 ventilator. Following extubation, the patient was placed on oxygen via a mask. Approximately one hour later, the patient was transferred to nasal high flow (nhf) therapy which was provided using the hamilton c3 ventilator in high flow mode connected to an opt942 optiflow+ adult nasal cannula via the hamilton bc8022 adult dual limb breathing set. Nebuliser was used on the inspiratory side with a hme bactate and viral filter and salbutamol was administered. While on nhf therapy, the patient desaturated to 80% spo2 for one to two minutes.alternative therapy with an oxygen mask was provided and the patient was re-intubated. Once the patient was re-intubated, staff noticed the tubing of the opt942 optiflow + adult nasal cannula was damaged. Visual inspection of the opt942 and photographs revealed the tubing was damaged near the 3-way connector. The film of the tubing was wrinkled which indicates the damage was consistent with an external force being applied to the tubing. Conclusion: we are unable to determine the cause of the reported event. However, based on our knowledge of the product, the type of damage observed, the reported event was likely caused by the cannula being subjected to excessive force during use. It should be noted the patient had covid-19 and acute respiratory distress syndrome, and no further patient consequences were reported once intubated. Manufacturing controls for the opt942 optiflow + adult nasal cannula include inspections during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt942 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the opt942 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the headstrap clip and the tubing clip are appropriately attached. The user instructions also warn: - "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." - "cannula can become unattached if not used with the head strap clip." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death."

Event description:
A healthcare facility in switzerland reported via a fisher & paykel healthcare (f&p) field representative the following sequence of events: a covid-19 patient had been intubated and ventilated on the hamilton c3 ventilator. Following extubation, the patient was placed on oxygen via a mask. Approximately one hour later, the patient was transferred to nasal high flow (nhf) therapy which was provided using the hamilton c3 ventilator in high flow mode connected to an opt942 optiflow+ adult nasal cannula via the hamilton bc8022 adult dual limb breathing set. While on nhf therapy, the patient desaturated to 80% spo2. Alternative therapy with an oxygen mask was provided and the patient was re-intubated. Once the patient was re-intubated, staff noticed the tubing of the opt942 optiflow + adult nasal cannula was damaged. No further patient consequences were reported.